Event description:
It was reported that the patient had shocking or jolting sensation. It was noted that the patient was in for a therapy adjustment with a manufactures representative about 3 weeks prior because shocking sensation. It was reported that the patient¿s stim automatically lowers when the patient is in a lying position. It was noted that the week prior, the patient noticed that when in a sitting position stimulation would decrease to the point of not being effective for pain. It was reported that the patient wanted to meet with a manufactures representative to have therapy adjusted again. It was noted that the patient had not had any events or traumas recently. It was reported that the patient had an appointment with a healthcare provider on (B)(6) 2013. It was noted that the patient would ¿just deal with¿ therapy issues until hcp appointment since the patient could not meet with a manufactures representative without a hcp present.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient product ID 37754, serial# (B)(4); product type recharger. (B)(4).